Event description:
It was reported the machine never alarmed. An audible leak was heard when I was charging the ostomy pouch. The machine never alarmed. (B)(6) from smith and nephew was rounding on the pumps. She said "sometimes with the micro leaks, the alarm does not go off." She wrote down the device number and said she would track it.